Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. A photo was provided for review and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may be a component machining error which created a sharp edge on the device. As no lot number was provided, a DHR review could not be performed. A complaint history review was performed and showed one further similar incident. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. The investigation is now complete. This failure is considered to be an isolated event therefore no further action is deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when changing the canister, the renasys tch 300ml canister was very difficult to open and the taps were very sharp. A smith and nephew back up device was available. The nurse cut himself when opening the canister tabs. No other complications reported.